Event description:
The facility reported that while transferring a resident, using a golvo mobile lift that the metal fitting at the end of the lift strap came off causing the resident to fall to the floor. Resident suffered intercranial bleeding and rec'd staples to the head.